Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4)cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 39 cfu comprised of the following 2 isolates: positive cocci; staphylococcus aureus; positive cocci; staphylococcus hominis. The duodenoscope was returned to pentax medical for evaluation. The pentax medical service inspection findings included the following: cut on insertion tube at stage 1; distal cap - fixed type passed epoxy seal integrity inspection; prism scratched; passed wet/dry leak test; insertion tube mild discoloration at stage 1 and stage 2; fluid invasion not observed in pve connector or in control body; image mild shadow. The duodenoscope is currently undergoing repairs.